Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). D10, h4: a review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed.

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The complaint device was received and evaluated. Visual observations reveal no structural anomalies on the device. When the trigger was pulled by itself, it functions as intended. An eiii needle was loaded into the device and was tested on a sample rubber strip. When the trigger was actuated, the needle deploys successfully. However, to restore it to the original position, the needle trigger has to be pushed back manually. The device does not function smoothly as reported, confirming this complaint. As this is a reusable device, it is possible that tissue debris was lodged inside the shaft at the distal end and without proper cleaning/ sterilization; the device would become rough to operate over time. Other than this possibility, we cannot discern a root cause for this failure. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. Therefore, at this point in time, based on the overall complaint rate for this failure mode, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during a rotator cuff repair surgical procedure, it was observed that the needle on the expressew iii w/o hook device seemed to be catching on something when pulling on the trigger on the device to fire the needle. The sales rep stated that they tired with multiple different needles and the same issue occurred. The sales rep reported that the surgeon completed the procedure with another like device with no patient consequences or delays. The device will be returning for evaluation. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.